Event description:
IV remodulin pt. Patient reported that she has been hospitalized since (B)(6) 2025 for a line infection on her broviac central line. She stated that she had a line holiday and then the line was replaced with a new single lumen broviac. Patient confirmed negative pregnancy test result during hospitalization. Patient also stated that she had a prior medical procedure which should qualify her for pregnancy potential status change. No further info, details or dates provided. Reported to (B)(6) by pt/caregiver.